Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that quality control (qc) data was within the acceptable ranges. The customer confirmed that no other samples were affected and the issue was isolated to a single patient sample. The customer reports no issues with the loci (luminescent oxygen channeling immunoassay) module or other assays that use loci and continues to run tni samples. Siemens is investigating.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a dimension exl w/lm instrument. The discordant result was reported and questioned by the physician(s) because it did not match the clinical picture of the patient. The patient was hospitalized due to the high result. The customer used the same patient sample to perform repeat testing. Repeat testing was first performed on an alternate instrument and then repeated on the dimension exl w/lm instrument. The repeat results were identified as "below assay range" and the customer reported as <0.017 ng/ml result. The customer stated that repeated results matched the clinical picture of the patient. There are no reports of patient intervention or adverse health consequence due to the discordant falsely elevated tni result.

Manufacturer narrative:
Siemens filed the initial MDR (B)(6) 2018, additional information (24-september-2018): siemens has investigated the instrument data, and no issue or error is identified with the reagent or analyzer. Quality controls and calibrations are within specifications. The customer has not reported a recurrence, and this is considered an isolated event. The potential cause is related to a sample handling issue. No further evaluation of the device is required. Section h6: results and conclusions code were updated.